Event description:
It was reported that the patient presented in the clinic due to arrhythmia and discomfort. Upon interrogation, the pacemaker was found to be in backup mode. Device restoration was attempted, but it was unsuccessful. The patient was stable.

Manufacturer narrative:
Further information requested but was not received.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.